Manufacturer narrative:
Initial.

Event description:
It was reported that after a recent software update the ilet pump experienced rapid battery depletion, including a shutdown from approximately 30 percent charge and subsequent inability to hold charge despite a solid green charging light, multiple outlets and chargers, and proper alignment on the charging pad; the device indicated charging but displayed zero percent, consistent with a premature battery discharge and a problem isolated to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.